Event description:
This lead was implanted on (B)(6) 2001 and was capped on (B)(6) 2012 for unknown reasons. No other information available. The physician was dr.(B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).